Event description:
Additional information was received from the patient. They reported that to clarify the device was not working, they were meaning that they had no stimulation. They had a colonoscopy on (B)(6) 2024 and it wasn't working even before then. They spoke to the rep and they said that the lead was disconnected. They reported that the revision was scheduled for on (B)(6) 2024 and that the issue is not yet resolved. The issue as not due to normal battery depletion. When asked about their statement of "there was an internal stimulation" they reported that they had no stimulation from on (B)(6) 2023 till on (B)(6) 2024. When asked what caused the internal stimulation problem, they indicated that it was unknown, but the most likely cause was that they didn't have any balls. They do exercise 3 to 4 times a week and their guess is that this is what caused the disconnect. When asked what cause the inability to increase stimulation they indicated that their guess is exercise.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va2j4a2, implanted: on (B)(6) 2022, explanted: on (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that surgery is scheduled on (B)(6) 2024. They clarified the device was not working as device malfunction and not caused by normal battery depletion. The cause was due to leads were detached , they guess reason was due to their exercise for they go to the gym 3 to 4 days per week. Hcp performed surgery. Fixing the lead (B)(6) 2024. The patient clarified the internal stimulation, rep checked the device morning of colonoscopy. They set device saying they can't up or down the device, left set as they were done so. Rep replied they could turn the device off it is doing very little stimulation. The inability to increase stim was due to lead disconnection. As of (B)(6) 2024, seems to be working now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that the device seemed to be working good for them but for the last few months it had not worked for them. Patient said a manufacturing representative (rep) looked at the device prior to a colonoscopy (several months ago) and said the leads were not working. The rep said internally there was a stimulation problem. They told the patient to leave the stimulation set where it was as they couldn't increase and if they decreased it wouldn't be able to increase. Patient said they had turned the stimulation off. Patient mentioned concern of how this could have happened. Patient said that hadn't had any falls. Patient said they went to the gym regularly. Patient said they had been working out more for health reasons. They were 70 years old and tries to stay healthy. Patient did leg exercises (mentioned leg press) and their buttock was tighter than it had been before they got the device. Patient met with a new managing physician and was scheduled to have the leads replaced later this month however they weren't sure if they needed the device anymore. Patient hadn't had any problems until the last couple months. When the patient went to the bathroom sometimes when they were trying to wipe and clean up it would touch a nerve and stimulate and make their bowel act up. Patient said they take fiber and drinks water. Patient thinks with their exercise it had made a difference in their bathroom habits. Patient didn't have accidents but they can tell their legs were stronger and their hamstrings are tightening up. The patient was redirected to their healthcare provider to further address the issue. Patient also mentioned that before their previous physician left, they performed a lot of testing and recalled that it was mentioned that there was some issue with the stimulation. Additional information was received from a manufacturer representative (rep). The rep reported that the patient had impedances, but was not complaining of pain. They scheduled them for lead replacement and had completed that.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2j4a2, implanted: (B)(6) 2022, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 26-jul-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.